Manufacturer narrative:
The reported event has been evaluated along with sterilization records and pre-sterilization bioburden management. The minimum sterility assurance level of 10-6 has been achieved and the cause does not appear to be related to manufacturing.

Event description:
A total of four infection events have been reported in four patients utilizing alif surgical approach and seaspine vu a·pod¿ prime nm product family. Three of four patients received a single-level surgery; the fourth patient underwent a two-level procedure. Non-specific patient identifiers and index surgery dates have been provided. All patients were reported to have subsequently undergone reoperation consisting of surgical site debridement followed by antibiotic treatment. Culture results and sensitivity are not known. Other potentially pertinent patient characteristics such as comorbidities, prior surgical history and extent of index surgery are not known (e.g., additional stabilization). Related submissions: 3012120772-2021-00023, 3012120772-2021-00024, 3012120772-2021-00025.